Manufacturer narrative:
The 2af283 balloon catheter with lot number 15942 was returned and analyzed. Visual inspection was performed, and a kink/twist was observed on the guide wire lumen. External visual inspection of the balloon, shaft, and handle segments showed a guidewire lumen kink inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the catheter was recognized and passed the electrical integrity verifications and performance tests. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.48 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during a cryo ablation procedure, the tip of the balloon catheter was found to be kinked. Due to the kink, occlusion could not be achieved. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.